Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump was emitting replace battery alarms frequently after battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:a review of the pump¿s history showed evidence of two replace battery alarms and evidence of a partially discharged battery being installed on 11/02/2013. A visual inspection of the pump showed that the battery compartment was intact and there was no evidence of moisture corrosion in the compartment. A battery cap was not returned with the pump; a test cap was able to fully tighten on to the pump with no power loss. The power draws were found to be in specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.